Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The unit ran successfully with trainer and catheter without any issue. Initially, the unit passed the 3 all manifold test without any issue, while the fse ran the unit at 130 bpm with trainer in-between. However, the unit failed a 4th all manifold test, at which time the fse was able to narrow down the issue to a defective safety disk. The fse resolved the issue by replacing the safety disk, and the unit then successfully passed various all manifold test. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The full event site name is (B)(6) medical center.

Event description:
It was reported that during a daily check, the cardiosave intra-aortic balloon pump (iabp) failed the leak test. There was no patient involvement, and no adverse event reported.